Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03367. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, recurring urinary tract infections, and stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 due to bladder stones at her bladder neck and eroded mesh into the bladder. A cystoscopy report indicating stones in the bladder dated (B)(6) 2010 was also reported; cystoscopy and cysto litholapaxy was performed on (B)(6) 2010. It was reported that the patient underwent surgery on (B)(6) 2011 for eroded sling and bladder stones. It was reported that the patient underwent surgery on (B)(6) 2011 for bladder stones/bladder stenosis. It was reported that the patient underwent cystolitholapaxy and removal of foreign material endoscopically on (B)(6) 2012. It was reported that the patient underwent cystolitholapaxy on (B)(6) 2012 to treat stones associated with mesh material from a previous placed cystocele suspending sling. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to bladder obstruction. It was reported that patient underwent coaptite injection on (B)(6) 2014 by dr. (B)(6) due to incontinence.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2008 due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, and urinary/bowel problems. It was reported that patient underwent the following revisionary procedures: (B)(6) 2009 ¿ excision of mesh and bladder stone; (B)(6) 2010 ¿ cystoscopy, cystolitholapaxy; (B)(6) 2011 ¿ cystoscopy, laser bladder stones; (B)(6) 2011 - rigid cystoscopy, assisted litholapaxy; and (B)(6) 2012 ¿ excision of mesh and bladder stone. (B)(4).